Manufacturer narrative:
Per the clinic, the patient underwent a procedure (B)(6) 2016 and the abnormal tissue was removed from the site. The implanted device remains. This report is filed may 3, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed a fistula at the implant site. The implanted device remains.